Event description:
Healthcare professional reported a xen®45 gts event described as "slider malfunctioned on the xen®45 gts injector" during implantation in left eye. Surgery was completed with second xen®45 gts device. Device has been discarded. No eye injury noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, a xen®45 gts event described as "slider malfunctioned on the xen®45 gts injector", during implantation in left eye. Surgery was completed with second xen®45 gts device. Device has been discarded. No eye injury noted.